Event description:
It was reported that the device is not delivering the right dose despite the correct setting of the pca. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 4/5/2024. One device was returned for evaluation. Visual inspection revealed a slightly bubbled downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump failed accuracy testing. The root cause was determined to be the expulsor was too high. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.